Event description:
On (B)(6) 2015, the patient received a roux-en-y gastric bypass and an abdominal wall reconstruction. A gore® bio-a® tissue reinforcement was implanted as a part of these procedures. A leak from the gastric bypass procedure was found and there was pus around the device from the leak. It was reported by the surgeon that the device was explanted due to infection on (B)(6) 2015. The surgeon also reported the device was not the cause of the pus, once the device was removed the leak was repaired.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. According to the gore® bio-a® tissue reinforcement instructions for use (IFU), possible adverse reactions are those typically associated with any implantable prosthesis, and may include, but are not limited to; infection.